Event description:
It was reported that instead of showing up to her scheduled appointment for a lead revision following her stimulation trial session, the patient was admitted the day before to the ER on (B)(6) 2012 with possible infection signs and had her lead pulled out there. The patient's physician noted that the patient had lung cancer and was not sure if the lead was related to the event or if there was actually an infection. The patient believed that she might have swelling as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).